Manufacturer narrative:
Additional information: patient weight: exact weight was not provided. Comment was patient is a bilateral above knee amputee, so the weight data will look unusually light. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: product evaluation could not be performed since at the time of this investigation, the product had not been received. If the product is returned regarding this evaluation the case will be reopened to complete sample evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review) related to this complaint. Historical data analysis: a search revealed that no additional complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after implanting the intraocular lens (iol) in the patient's ocular sinister (left eye) with capsular bag fully intact, the doctor inserted the irrigation/aspiration (I/a) handpiece and the posterior capsule split down the middle. The doctor stated cause of the capsular tear is unclear, it could have been inherent weakness or it could have been the lens implant edge or haptic edge that caused the tear during insertion, there was plenty of viscoelastic filling the capsular bag prior to lens insertion. Procedure was completed using a different model lens. The incision was enlarged and suture(s) were required. There was no vitrectomy and daily activities were not significantly affected. It was reported there was 10-15 minute delay during the procedure and brimonidine 0.2% was prescribed. Pre-operative vision was reported as 20/30 and post-operative vision was 20/200 on post operative day 1 (pod1). No further information is available.